Manufacturer narrative:
The additional proglide devices are filed under separate medwatch report numbers. The device is not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in the mildly calcified right common femoral artery was attempted with four proglide devices, using the pre-close technique, via a 6f sheath prior to an abdominal aortic aneurysm (aaa) procedure. Reportedly, the foot plate of the proglide device would not close. The tissue tract incision was widened and the device was manipulated and removed. There was no tissue damage to the artery. Three additional proglide devices were used with the same results. The sutures of two new proglide devices from a different lot number were successfully preplaced. The sheath was upsized to 16f and the aaa procedure was completed. The successfully preplaced sutures of two proglide devices were used after the procedure to achieve hemostasis. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Five sterile devices from the account with the same part/ lot number as the original complaint device were returned and successfully deployed with no issued noted. This indicates the devices functioned as expected. The reported difficulty closing the foot and device entrapment appear to be related to interaction with the patient calcification. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.